Event description:
Tip of pks omni broke while in use during procedure. Piece did not break off completely.

Event description:
Tip of pks omni broke while in use during procedure. Piece did not break off completely.